Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that some of the reservoirs were defective. Customer stated that when she filled the reservoirs, she found that they were broken where the plunger is, causing insulin to leak. Blood glucose is unknown. The product would be replaced and returned for analysis.